Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 63 mg/dl at the time of the event and had a loss of communication issue between pump and transmitter. The customer also reported the insulin pump had a crack. The customer reported hypoglycemia treated with glucagon tablets and carb intake. The event involved products mmt-1880l, mmt-332a, mmt-7911na, mmt-387a, mmt-7020la. Troubleshooting was performed for cosmetic damage and it was found that the damage was affecting/impacting pump functionality. Troubleshooting was declined for hypoglycemia and communication issue. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. It was unknown whether the communication issue was resolved. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1880l was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir, transmitter, infusion set and sensor. No product return is required for mmt-332a. No product return is required for mmt-7911na. No product return is required for mmt-387a. No product return is required for mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a crack on the entire back of the pump. There was no damage to the retainer ring as per customer. Customer also reported having loss of communication and a low blood glucose from the time he noticed a crack on his pump that was treated with a small candy bar, orange juice and a glucose tab. Glucagon was not used. Customer discontinued the pump and returned it for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (unchecked adverse event box), b2 (unchecked the other serious (important medical events) box), b5 (updated the summary), d10 (removed concomitant products), h1 (changed serious injury to malfunction) and h6 (removed health effect - clinical code 1912 and it's related health effect - impact code 4644) with this report. The pump passed the self test. The trace and history files were successfully downloaded using thump. The pump was paired with a test guardian link 3 (gl3) transmitter and a test plug. The pump was calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for one (1) day while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Loss of pump to transmitter communication is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.